Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and the device performed according to specification.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. At the beginning of the case, it was noted that the mdu would not drive the disposable. The procedure was completed with the same handpiece but using a different mdu. There were no adverse patient consequences.